Event description:
The customer reported an over infusion of protonix. Protonix was started at 10ml/hr (8mg/hr); the protonix bag was almost empty after approximately 30 minutes. There was no report of pt harm and no medical intervention was required. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
MFR report date: 01/15/2014. Internal file no: (B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.